Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and an event code was logged. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not deliver defibrillation therapy.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that diode, designator cr44 failed causing excessive current to damage several components. Due to the extensive damage to the pcb further testing was not possible, the failed diode prohibited the device from delivering defibrillation therapy.